Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4)

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was exchanged for a different lens within 5 months after initial implantation. Poor refractive vision was the clinical reason given for the explant. Additional information has been requested.

Manufacturer narrative:
Corrected information provided. The manufacturer internal reference number is: (B)(4).